Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had blank display. Customer's blood glucose level was 126 mg/dl. Customer also stated that the display was not blank less than 30 seconds and/or did not return. Troubleshooting was done. The device will not be return for analysis.